Manufacturer narrative:
The devices involved in the event will not be returned for evaluation as they were consumed in the event. The other device involved in the event is: model: 105-7100-080 / lot: 8081878 / dom: 01/06/2010 / exp: 11/30/2012. (B)(4).

Event description:
Information received from the (B)(4) study. Treatment of a 2.0cm arteriovenous malformation (avm) located in the right superficial part of the right cerebral eloquent area hemorrhagic lesion. It was reported that the patient was treated with one onyx 18 and one onyx 34 on (B)(6) 2010 and had a hemorrhage from the access site, subarachnoid hemorrhage, spasm of the vessels, and vasovagal syndrome (infrequent pulse). The patient was also asymptomatic and a magnetic resonance imaging (MRI) / computed tomography (CT) showed abnormal findings. There was a casual relationship of onyx usage with the problems mentioned above and all the symptoms were non-severe. According to the six and twelve month follow-up, it was reported that the hemorrhage from the access site, subarachnoid hemorrhage, and infrequent pulse were recovered and no abnormal findings were found on the MRI / CT were observed. An imaging exam was not performed and recovery of spasm of vessels was not confirmed at this time.